Manufacturer narrative:
The patient was implanted as part of a clinical trial at walter reed. Instruments for fixture removal were approved for use through compassionate use (B)(6). The fixture was very loose and the removal was possible without the use of the specific instruments.

Event description:
Fixture removal surgery from humerus due to deep infection and trauma. No clinical signs were reported, but components were loose. The procedure took place on (B)(6) 2025.